Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
(Reference reg number: 1627487-2019-07243) (reference reg number 1627487-2019-07244) it was reported the scrub tech removed the ipg from the sterile field, wherein the ipg became unsterile. As a result, during surgical intervention that occurred on (B)(6) 2019 the scs ipg and leads were explanted and replaced. Postoperatively, the patient has effective therapy and is stable.